Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the lcd display was busted and keypad cover was broken, therefore, assy fr case w/ keypad of the pcu module will be replaced. There was no reported patient involvement.